Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are unable to removed battery cap off the pump at this time. Customer's blood glucose was 505mg/dl. The customer was advised to monitor pump. The customer was advised that battery cap will be sent out. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of emergency room was 505 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose. The customer is still at the emergency room.